Event description:
In 2007, it was reported to bsc that during an esophagogastroduodenoscopy (egd) (male patient) "while filling and trying to reach 520 psi, the balloon burst inside the patient." The physician was able to retrieve the pieces of the balloon. The procedure was successfully completed with another bsc device. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The device has not been received by this manufacturer; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.